Manufacturer narrative:
This device is used for treatment, not diagnosis. The examination of the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with (B)(4) specification and with the international standard. It was found that this instrument has not been serviced accordingly and therefore was insufficient lubricated.

Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
A hospital in (B)(6) reported the button is jamming up.